Event description:
It was reported that the procedure was to treat the moderately tortuous, moderately calcified, 90% stenosed, distal right coronary artery. The balance middleweight universal ii guide wire was advanced to the target lesion while applying torque; however, it did not cross the lesion, and had inadvertently accessed a false lumen. It was felt that the guide wire had become stuck with the lesion slightly and the guide wire was removed from the anatomy. During retraction of the guide wire, resistance was felt. Upon inspection, about 5 mm of the guide wire tip appeared stretched and was unable to be reshaped. A non-abbott guide wire was used to complete the case without any further difficulty. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).